Event description:
Pt was seen in 2009 in out pt surgery for an epidural steroid injection for pain management. During the procedure the physician attempted to remove the catheter and noted that it was "crinkled" on the end. The physician ordered a x-ray to ensure that the entire catheter had been removed. The radiologist reported not seeing any part of the catheter remaining. Pt reported that she had subsequent CT studies and part of the catheter was found 3-4cm. No adverse effects and two independent surgeons advised to leave in place. Physician did not keep the catheter used due to initial x-ray report of no catheter part noted in body. Lot number and exp date taken from package from same shipment. No new shipment had been received between use of catheter on date of this report. Risk manager did not become aware of incident until the following month, and was not able to start investigation until six days later, due to being out of town. Dates of use: 2009. Diagnosis or reason for use: chronic pain.